Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing due to post paced t-wave oversensing on the stored electrograms. The patient did not receive any therapy during the oversensing. Programming changes were discussed. The patient was in stable condition. The episodes were only occurring on occasions when the patient was being active and increasing the heart rate. No intervention was performed; the patient will continue to be monitored.